Event description:
It was reported the patient's blood glucose levels rose to 16 mmol/l (288 mg/dl). The pod was reportedly leaking while worn on the abdomen for between 4 and 24 hours. The device was returned and investigated. Investigation found a tear in the pod's cannula.

Manufacturer narrative:
The device was received fully deployed. During investigation, a tear was observed on the top of the exposed portion of the soft cannula. Fluid was observed to leak from this observed tear. The exact timing and cause of this tear could not be determined, therefore it could not be conclusively determined if the observed tear contributed to the reported leaking during wear. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.